Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 27, 170 and 234mg/dl. Tests were done 10 mins apart. No further info has been reported.